Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes section d9: returned to manufacturer on:11/7/2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half and with both haptics bent. The lens was cleaned and, no further issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "haptic damaged" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's right eye and was removed and replaced during the same procedure due to a bent haptic. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient is doing fine. No other information was provided.

Manufacturer narrative:
Weight/ethnicity: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.